Manufacturer narrative:
Reported event of ¿reset message¿ was confirmed. A ¿device reset has occurred¿ message was noted upon receipt. Analysis of the device image indicated power on reset (por) occurred. Further analysis revealed one of the battery pins didn¿t go into the receptacle/connector on the hybrid. Manufacturing investigation found this will cause electrical shorting, causing por condition observed.

Event description:
It was reported prior to implant that the insertable cardiac monitor (icm) exhibited an error message and could not be interrogated via inductive telemetry. The device was not implanted and there was no patient involvement.